Manufacturer narrative:
No evaluation possible. The suspect devices nor their lot numbers have been provided. Since the date of the original surgery was over a year ago ((B)(6) 2009), the sales rep was unable to provide product identification of the t-handle torque handles used to seat the set screws in question. The t-handle torque wrench (p/n 62959) are calibrated to a required value of (B)(4) in/lbs to ensure proper seating of set screws. The instruction for use, ins-025 states in the warning section # 11; it is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Surgical technique (B)(4) page 13 instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks. Upon the receipt of additional information a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2010 a patient underwent revision surgery due to non-fusion of the bone and to remove two ti hexable set screws that backed-out of position. The two set screw became detached from their mating construct and were recovered from the patient's muscle. The zodiac spinal fixation system was originally implanted on (B)(6) 2009. The patient did not retain a foreign body.